Manufacturer narrative:
Additional information: investigation narrative (h10). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1018715 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number (B)(4) / lot 1018715 , test base part number (B)(4) / lot 1018715 the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1018715 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however it could be related to sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasal kitted swab. It is unknown if repeat testing was performed. Confirmation testing on nasopharyngeal and oral swabs with rt-pcr generated negative results: CT values not provided. The customer reported the patient experienced a delay in caesarean section and delivery of the baby was delayed due to the test results. Additionally, it was reported the doctor had the patient admitted to hospital for a (10) day quarantine and the surgical caesarean section was delayed until the quarantine was over. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.